Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific value was not provided. Low bg cause was not known. Customer reported, "she is currently in the hospital for 'terrible lows'". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.